Event description:
It was reported that a patient presented in clinic after it was found that the implantable cardioverter defibrillator (ICD) had not been able to be communicated with remotely. The device was subject to the rapid battery device advisory, but no battery performance alert (bpa) had been received. The bpa device firmware upgrade had not been applied to this device. Multiple attempts to communicate with the device were unsuccessful. Upon call with technical services, the loss of telemetry coincided with rapid battery depletion behavior. Device replacement was recommended but not scheduled. There were no out of the ordinary symptoms or adverse events.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New informantion notes that the device was explanted and replaced. Patient was stable post procedure.